Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured during inflation and could not be used. There was no reported patient injury. The device was attempted to be used for hemostasis in a percutaneous transluminal angioplasty (pta) procedure. The device will be returned for evaluation. Additional information was requested but not provided.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h2, h3, h6, and h11 complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured during inflation and could not be used. There was no reported patient injury. The device was attempted to be used for hemostasis in a percutaneous transluminal angioplasty (pta) procedure. Additional information was requested but not provided. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the button 1 and button 2 were not depressed, and the sealant was returned with the device in manufacturing position fully covered per the sealant sleeves. During the evaluation it was denoted that the balloon was returned in a completely burst state. Additionally, no syringe or sheath were returned for this evaluation with the unit. No inflation/ deflation mechanism evaluation was possible to be performed, due to the balloon¿s observed conditions. A high magnification evaluation was executed on the balloon surface, and it was observed that evidence of a burst condition was observed. The conditions of this balloon were concluded to be directly related to the reported event. The reported event by the customer as ¿balloon ¿ balloon loss of pressure¿ was confirmed as the unit received presented evidence of a balloon burst condition, which could be related to the reported event. Nevertheless, no manufacturing defects were observed along the evaluation that could compromise the intended use of the device, and it was concluded that handling or procedural factors could be related to the conditions observed. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. If the issue was found during preparation of the device, handling factors during prep are likely. If the issue was found during patient use, procedural factors and/ or handling process may have contributed to the failure as reported. Access site vessel characteristics (which were not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured during inflation and could not be used. There was no reported patient injury. The device was attempted to be used for hemostasis in a percutaneous transluminal angioplasty (pta) procedure. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.additional information is pending and will be submitted within 30 days upon receipt.